Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, e1, h3, h6, h10 h10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor being out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.